Event description:
It was reported that the screen on quick bolus button stopped working. It does illuminate when the device is plugged in to a power source.

Manufacturer narrative:
The device has not been received for eval. Should further info be provided, a supplemental report will be submitted.